Event description:
It was reported, that the pt complained about hearing loud noises ("scratching") and the implant stopped working. After a few hours, the implant started working again but sound quality was very poor. Telemetry showed "poor coupling" but the device was still working until 07/2005. The pt was reimplanted two days later.